Manufacturer narrative:
Other text: customer reported that the device had error issues. Device was damaged. The device was powered up and alarmed , which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that the device had error issues. No patient injury was reported..

Manufacturer narrative:
Customer reported that the device had error issues. Device was damaged. The device was powered up and alarmed , which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that the device had error issues. No patient injury was reported. .

Manufacturer narrative:
Other, other text: customer reported that the device had error issues. Device was damaged. The device was powered up and alarmed , which is a corruption of the memory of the circuit board. The problem was caused by the circuit board. Unable to determine who caused the problem. Replaced circuit board.

Event description:
It was reported that the device had error issues. No patient injury was reported..

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1210. No adverse effects were reported.